Event description:
The technician alleged that the side rail will not latch in the up position. No patient impact.

Manufacturer narrative:
The technician found the cause to be a broken weld on the side rail center arm. The technician replaced the side rail center arm assembly to resolve the issue.